Event description:
During use of the wire guide, it caught on the dilator. The wire separated in the body, but the piece remained in the end of the dilator. No adverse effects to the pt.

Manufacturer narrative:
Eval: this event is still under investigation.